Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 16-may-2023 h6: investigation summary 2 used and 5 unused samples of material # 11532269 was returned for quality investigation by the customer. It was reported by customer that they had an issue with alaris pump infusion set leaking at the blue clamp site when it goes into the IV pump. Prior to functional testing all samples were visually examined for defects and abnormalities. No other defects or abnormalities were observed. The samples were then tested by applying the pressure test with water using a 10ml bd syringe to confirm the leakage. The failure of leakage in tubing with fluid droplet was observed in two used samples and issue could be replicated because of the hole in it, and the complaint was verified. The leakage issue could not be observed in all 5 unused/ new samples. Quality notification send to manufacturer and clinician team. A device history record review for model 11532269 and lot number 22115693 was performed. A device history record review for model 11532269 and lot number 23015130 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. An investigation was performed, and the failure mode was found during the use, therefore, the root cause is related to the user due to misloading. Set loading and unloading guide for the bd alaris¿ pump module tip sheet recommended for user.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set leaked. The following information was provided by the initial reporter: we have had an issue with alaris pump infusion set leaking at the blue clamp site when it goes into the IV pump. It is item #10010454. This has happened a few times. I have pulled the tubing from our par system and our admit kits that have the same lot number as the tubing that we have had an issue with.

Manufacturer narrative:
Additional information: d4: medical device lot #: 22115693. D4: medical device expiration date: 29-nov-2025. H4: device manufacture date: 25-nov-2022. D4: medical device lot #: 23015130. D4: medical device expiration date: 29-nov-2025. H4: device manufacture date: 25-nov-2022.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set leaked the following information was provided by the initial reporter: we have had an issue with alaris pump infusion set leaking at the blue clamp site when it goes into the IV pump. It is item #10010454. This has happened a few times. I have pulled the tubing from our par system and our admit kits that have the same lot number as the tubing that we have had an issue with.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set leaked the following information was provided by the initial reporter: we have had an issue with alaris pump infusion set leaking at the blue clamp site when it goes into the IV pump. It is item #10010454. This has happened a few times. I have pulled the tubing from our par system and our admit kits that have the same lot number as the tubing that we have had an issue with.